Event description:
Information was received from a patient via a manufacturer representative (rep) regarding an implanted neurostimulator (ins). They reported that they cannot turn up the stimulation without getting an error code. Patient had a return of pain. Patient states they tried group b and they didn¿t feel like it worked as well as a group a had been working. And group c was just okay. Representative did an impedance check and found that contact nine was orange and had high impedance. Contact 14 was red and had high impedance. Contact 14 was being used on group a so rep did reprogram the patient avoiding using contacts that had impedance issues. Patient was asked if they had fallen, been pushed, pulled, or lifted anything heavy which they stated not that they could think of. Patient stated they probably did lift something but they dont remember. X-ray was taken, at implant leads were mid to eight and the patient¿s current x-ray shows one lead at the bottom of t9 and one lead pulled out of the epidural space. Patient to be scheduled for lead revision/replacement. Issue is ongoing.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2026 ; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2026 ; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient had a lead revision and both existing leads from original implant were removed and replaced with new leads.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2026 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.